Event description:
Pt alleged receiving error messages on the meter, but did not specify them. They also reported glucose readings of 1mg/dl and 3mg/dl in the absence of any symptoms. They ate or drank in response to these readings. Their reading on an unknown type meter was 89mg/dl. The condition of test strips is not specified, however this lot number has been previously recalled by lifescan. Case is reported as a strip malfunction since the very low readings do not match the pt's clinical picture. No adverse events occurred.